Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03126 and 2134265-2016-02847. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging coronary catheter and a pullback sled. However, it was noticed that the motordrive unit 5 plus (mdu5 plus) failed to generate an image even with a simulator. When automatic pullback was performed, the mdu5 plus started to pullback but eventually stopped. No patient involvement was reported.